Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that blood glucose went from 178 mg/dl to 524 mg/dl within one hour. It was found that customer received a no delivery alarm. Customer treated high blood glucose with bolus delivery. Customer declined troubleshooting for high blood glucose.